Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to press the wake button multiple times before the screen turned on. During troubleshooting with tandem technical support, the customer confirmed that the pump screen would come on after many button presses but it seemed like the wake button was "going out". The customer's blood glucose level was not impacted. Reportedly, customer would continue to use the pump for insulin therapy.